Event description:
It was reported that during implant attempt, each time the experienced implanter attempted to place the lead on the rv (right ventricular) septum, the helix would pop out and the lead would not stay attached to the septum. This was attempted several times. Eventually, the lead was removed from the body and examined. The helix would not extend evenly and would only pop out. The physician tried one more time to place the lead but the helix would not attach. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.